Event description:
Patient reported she did a cassette change a day ago and put new batteries in, but the pump never went on and when she went to check something on it, she noticed it was off and not infusing for 24 hours. No alarms ever went off. Patient was on maintenance dose 91.4 nkm, and per md orders restarted remodulin at 46 nkm. After restarting. Patient reported experiencing some headache and gastrointestinal upset. Patient is currently using pump that was not running with no issue, patient will switch to backup pump with next cartridge change and pharmacy will replace pump. Sn (B)(6). No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Remodulin sq ms3 patient. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.